Event description:
Patient complained about hip pain. Dr. Removed implants and proceeded to total hip arthroplasty.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The nail was classified as primary product by the event description. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. An investigation was not possible because the nail and further information like x-rays or medical records were not available; the root cause of the patient¿s pain could not be determined based on the given information. Patient¿s pain after approx. 9,5 months of implantation time plus patient¿s height and weight (obesity cannot be excluded) indicates that most likely the nail broke or failed due to postoperatively loads in combination with a non-healed bone. Usually a femur fracture healed within 6 months (refer to statement #(B)(4) ¿fracture healing: normal healing range of long bones¿). Non-healing (non-unions), obesity and postoperatively loads are listed as adverse effects in the IFU. Because no deviation was found in the DHR a manufacturing issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
Patient complained about hip pain. Dr. Removed implants and proceeded to total hip arthroplasty.